Event description:
A surgeon reports scratch was noted in the visual axis of the intraocular lens (iol) and white particles were seen adhering to the lens surface. The delivery system cartridge was identified as a possible source of the scratch and observed particles. A yag capsulotomy was performed to remove the particulate matter from the surface of the iol. The pt was scheduled for a lens exchange, but vision improved to 20/25 post laser and no further intervention is planned. Add'l info has been requested.